Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged to the superior vena cava. The lead was capped and replaced on (B)(6) 2018. No further information was available.

Event description:
New information on (B)(6) 2018 stated that no other patient symptoms were reported.